Manufacturer narrative:
Di: (B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified ostium of the right coronary artery (rca). A 28mmx4.00mm promus premier stent was advanced but it was unable to cross the lesion. The device was removed and it was noted that the proximal side of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.